Event description:
It was reported the patient had a urinary tract infection. The patient experienced chills, nausea, back pain, and gross hematuria. The etiology was new illness/injury. The patient was given antibiotics and the event resolved without sequelae on (B)(6) 2012.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v535651, implanted: (B)(6) 2010, product type: lead. (B)(4).